Event description:
A malfunction alarm labeled as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.